Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735824; lot/serial: unknown. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. The controller 9735824 em s8 svc has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that prior to a case the site was unable to track any em instruments. All ports on the instrument interface were greenand the emitter could be heard chirping. The site moved the instruments to different ports and opened a new tracker with no change. The site did not open tracking details or reboot the system. There was no patient involvement.

Manufacturer narrative:
D10: the lot number of the em controller was 603003275. H3, h6: the em controller was returned for product analysis. The complaint could not be verified. The unit was tested for 48 hours with no issues. The unit passed the pegboard test and em test. There was some cosmetic damage, scratches, and gouges to the lemo connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.